Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that an unknown quantity of gravity IV sets are leaking below the needleless y ports. Additional information was requested but no specific event details has been provided. There was no report of patient or user harm.